Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned

Event description:
It was reported that there was apparent trunnionosis discovered after revision. It was further reported that "patient reported pain in groin/ buttocks area. Surgeon revised acetabulum and noticed what looked to be trunnionosis on stem and head. Deep grove of articulating surface of liner was noticed and wondered where that could have come from. Discolouration (yellow tinge) of liner is a concern as well. No infection was present just a lot of inflammation."